Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support agreed to replace the pump, instructing the caller on storage mode and shipping procedures. A new pump with updated software and training materials was dispatched, while the customer planned to use multiple daily injections as a backup therapy to maintain insulin delivery.